Event description:
A customer reported experiencing a cartridge change error and cgm inaccuracy with their pump, which led to high blood glucose levels and required hospitalization. Although specific blood glucose values were not known, the levels displayed as "high," prompting the customer to seek help at the emergency room. The customer was admitted to the hospital on (B)(6) 2025, and received treatment with IV fluids and insulin, which successfully resolved the issue. The customer was able to resume insulin therapy after changing the cartridge and infusion set and was released from the hospital on (B)(6) 2025. No permanent damage was identified by healthcare providers.